Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that one of the jaws of the reduc-forceps toothed softlo l250 is broken. The broken fragment was returned for evaluation. No other issues were observed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the reduc-forceps toothed softlo l250 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 399.124. Lot number: 71768p7 (wo# 20054401). Manufacturing site: tuttlingen. Release to warehouse date: 27-jun-2025. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot), d9. Corrected: d1, d4 (primary UDI #). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total hip procedure the right jaw of the serrated clamp broke off when the clamp was closed over a fracture. The device was described as fairly new, with no unusual use noted during the procedure. There was no reported patient or user harm, and no significant delay occurred.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4. Corrected: g1. H6: photo investigation the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that '399.124, red frcp serratd jaw-lg hndl-soft ratcht¿ had broken jaw. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the red frcp serratd jaw-lg hndl-soft ratcht would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 399.124. Lot number: 71768p7 (wo# (B)(4)). Manufacturing site: tuttlingen. Release to warehouse date: 27-jun-2025. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device history batch : null. Device history review: null.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that one of the jaws of the reduc-forceps toothed softlo l250 is broken. The broken fragment was returned for evaluation. No other issues were observed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the reduc-forceps toothed softlo l250 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 399.124, lot number: 71768p7 (wo# (B)(4)), manufacturing site: tuttlingen, release to warehouse date: 27-jun-2025. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that '399.124, red frcp serratd jaw-lg hndl-soft ratcht¿ had broken jaw. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the red frcp serratd jaw-lg hndl-soft ratcht would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.